Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the lead and battery were placed and patient had positive post-operative responses. The next day patient claims that it was not working and she could not feel any stimulation. The battery was checked and appeared to be within normal limits but the impedances all failed and were >10,000. The placement of the lead on fluro was the same as the date of implant and had not moved. The lead and battery were both replaced and the old ones were sent in to be evaluated. The issue was resolve at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported same information that was previously reported. It was reported that the patient had surgery to implant the device on friday. Patient came home and went to bed. Patient slept about 3 hours and was awake for about 3 hours and then went to sleep for the night. Patient woke up and it was not working. Patient reported that her husband and daughter both tried to get the device to work, but were not able to. Patient called the doctors answering machine, spoke with the doctor on call and was told to call back on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient that the reason she was calling was because it was not working, meaning she felt nothing and not getting therapeutic effect. The patient turned it up past 8.0 and still not feeling anything and called managing hcp over the weekend, spoke to the doctor on call and they said she would have to call back on monday. Patient called managing hcp again this morning and had to leave a message which they will return within 24 hours. Patient reported she has had no falls, she just went home and went to sleep following the implant. The patient indicated that the change in therapy or symptom was sudden. Patient stated it seemed to work alright initially and then the day following implant she woke up and this was when the problems first started. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.